Event description:
The pt's death was due to to the failure of a braking machanism on the rotablator rotational atherectomy system ("rotablator system"), a medical device manufactured by boston scientific corp. The mechanism failed causing the pt's heart tissue irreparable damage. Boston scientific recalled this device in august of 1999, shortly after pt's death, citing a defect in this device. In may 1999, pt went ot the emergency room with chest pain. Due to the results of an EKG, the pt was admitted to the hospital under the care of the cardiologist. For two days, the pt underwent a series of tests. Two days later, dr diagnosed the pt as experiencing mild diffuse coronary blockage. The next day, dr took pt into the hospital's cardiac cath lab for a procedure called percutaneous transluminal coronary rotational angioplasty (ptcra). In performing this procedure, dr used a medical device known as the rotablator rotational atherectomy system ("rotablator system"). The ptcra is a non-surgical treatment designed to open blocked arteries in pts suffering from coronary artery disease. During the procedure, the rotablator system malfunctioned, causing severe lacerations to pt's heart and the surrounding tissue. During the pt's ptcra procedure, dr was advancing the spinning burr along the guide wire when the brake failed. While performing the ptcra in the cath lab, dr discovered that the spring tip was missing. Viewing the image of the pts' heart on the adjacent monitor, the doctor also observed a "blush", which indicates a presence of bleeding in the heart's tissues. Although dr knew, or should have known, that blood is acidic and damaging to heart tissues, he did not call in a cardiovascular surgeon immediately to correct the problem. Instead, he halted the ptcra procedure and sent the pt to recovery. Dr then told waiting fanily members that there had been complications during the procedure, but that pt's condition was stable and was being monitored closely. Two hours had passed when the pt's blood pressure dropped sharply and suddenly. At this point, dr finally called in a cardiovascular surgeon who rushed pt to emergency surgery. When dr opened pts' chest cavity, he discovered "a hemorrhagic infarction", meaning heart muscle death caused by profuse bleeding. The acidic blood, which had been pooled in the sack lining the heart for several hours, already had killed so much of the heart tissue that it was impossible to save the pt's life. The pt died on the operating table.